Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported frayed cable issue was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulley. The cable was not fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional unrelated observation(s) not reported by site: the instrument was found to have a broken main tube at the middle of the instrument. The main tube is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.